Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure once the lens was implanted in the capsular bag lens haptic found to be broken. The lens had been exchanged with non company lens on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was returned for analysis and reported damage to the iol was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is broken and not returned. The optic is cracked/fractured and scratched/marked-rejectable. The optic edge is nicked/chipped-rejectable; approximately 25% of the optic is missing. A short video was provided. The cataract removal was not shown. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The video started with cartridge tip already inserted into the incision. A yellow lens was visible. A plunger override could be observed. The trailing haptic was broken due to the plunger override. The video ended. Based on our observation of the attached video, a plunger override was observed as the lens was delivered into the eye, resulting in a broken trailing haptic. It is difficult to make a final determination as no cartridge was returned. The root cause cannot be determined based on available information. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company 26.0 diopter lens model was removed and replaced with a noncompany lens (diopter unknown). Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).